Event description:
The guidewire became stuck inside the lv lead during implant. The lead and wire were removed from the body. The physician pulled on the guidewire and the wire snapped off inside the lead. 704675481 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).